Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage to the keypad traces. A scratched lcd window, cracked display window, broken belt clip slot and cracked reservoir tube lip noted.

Event description:
It was reported that the insulin pump was giving battery out limit and failed battery test alarms. It was stated that the alarms could not be cleared due to unresponsive buttons and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.